Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of a supraumbilical ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010302, lot number huve0392 was implanted to repair the hernia defect. It is alleged that a year later on (B)(6) 2014, the patient underwent an additional surgery to revise/repair the recurrent ventral hernia. It is alleged that several months later on (B)(6) 2014, the patient underwent another additional surgery for chronic pain and recurrent ventral hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the umbilical defect was repaired with a piece of ventralex mesh which was placed intraabdominally and secured." On (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia, abdominal pain and endometriosis thereby underwent laparoscopic repair. Per operative notes, "there was a dense adhesion from colon to the mesh. The mesh was seen pulled away inferiorly and this was again put up against the anterior abdominal wall." On (B)(6) 2014 - patient was diagnosed with ventral hernia and chronic pain thereby underwent repair. Per operative notes, "the fascial defect with preperitoneal fat which was pulled through the defect was excised. The defect was closed transversely with sutures." (Note: there was no mention/visualization of mesh during this procedure). Attorney alleges that the patient had adhesions, pain, hernia recurrence, infection, mesh migration and emotional injuries. It was also alleged that patient had revision surgery.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It was not identified if the device was explanted in either of the revision procedures. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex mesh, patient was diagnosed with adhesions, mesh migration, abdominal pain and hernia recurrence thereby underwent repairs. Per operative notes, "the mesh was seen pulled away inferiorly." The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It was not identified if the device was explanted in either of the revision procedures. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of a supraumbilical ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huve0392 was implanted to repair the hernia defect. It is alleged that a year later on (B)(6) 2014, the patient underwent an additional surgery to revise/repair the recurrent ventral hernia. It is alleged that several months later on (B)(6) 2014, the patient underwent another additional surgery for chronic pain and recurrent ventral hernia repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.